Manufacturer narrative:
Correction - removal of extraneous code.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the patient's atrial lead exhibited noise upon connecting to the pacing system analyzer (psa). The lead was unable to be tested. The lead was explanted and a new lead was used. The new lead exhibited no issues. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.